Manufacturer narrative:
Qn#(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number 73e2400257 manta 18f indicated no non-conformities related to this lot. Case details were reviewed. Following the tavr, an 18f manta was deployed for closure. Post-deployment bleeding continued from the access site. Manual pressure was applied for 4-5 minutes, and the physician chose to deploy a gore viabahn covered stent to address the bleed. Patient's outcome post procedure was fine. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "continuous bleeding from access site post deployment. Mp applied approximately 4-5 minutes of manual pressure. Covered stent placed in right common femoral. Vessel size was 7.5mm. The patient was reported as fine post the procedure.".

Event description:
It was reported that: "continuous bleeding from access site post deployment. Mp applied approximately 4-5 minutes of manual pressure. Covered stent placed in right common femoral. Vessel size was 7.5mm. The patient was reported as fine post the procedure."

Manufacturer narrative:
(B)(4). UDI will be provided with the follow up report.